Manufacturer narrative:
An event regarding damaged inner packaging involving a scorpio insert was reported. The event was confirmed. Method & results: -device evaluation and results: the returned packaging was examined. For both units from lot 47210601,under the scope of this complaint pr, the outer and inner blister packaging appeared to have been deformed likely as a result of heat damage. -medical records received and evaluation: not performed, no patient history was provided and no adverse consequences to the patient were noted. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the reported event was confirmed on analysis of the returned packaging. An nc has been opened to address the observed non-conformance.

Event description:
When open the outer packing, found the inner packing was damaged during the surgery process. Outer packing is undamaged.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When open the outer packing, found the inner packing was damaged during the surgery process. Outer packing is undamaged.